Event description:
It was reported pre-operatively that once placed, the cuff of a medtronic emg tube would not inflate due to a ¿little hole¿. As a re sult, the patient had to be re-intubated for another tube to be placed. Other than the re-intubation causing a 20 minute delay in the surgery, the thyroidectomy was completed successfully as planned.

Manufacturer narrative:
(B)(4). This product is not cleared for distribution in the u.s., however medtronic has similar products that are cleared and distributed in the u.s. In response to medtronic¿s request for device return, no devices were received for evaluation. The customer discarded the device. The device was not returned and therefore no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.